Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter was displaying a "not ok" message when powered on. The medical affairs specialist spoke with the patient on two days later and obtained the following information. The patient reported that the alleged issue began approximately one week prior to contacting lfs. Despite not being able to test her blood glucose, the patient claimed she continued to take her usual dose of humulin n insulin in the morning (35 units) and bedtime (32 units). On two days prior to original date, the patient reported feeling shaky and having cold sweats. She associated these symptoms with low blood glucose, and therefore treated herself with some orange juice. The patient reported feeling better after self-treatment. At the time of troubleshooting, the cca was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.